Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had sensor reading discrepancies and the insulin pump went into threshold suspend. It was stated that the sensor was reading 5mmol/l, but blood glucose value was 15 mmol/l at the time of suspend. Customer¿s blood glucose at the time of the call was 14.3 mmol/l. They were advised about insertion and calibration best practices. The sensor will not be returned for analysis.